Event description:
Information was received from a patient's representative (caller) regarding an external device to an implantable neurostimulator (ins). It was reported that the patient (pt) dropped controller and now it made a rattling noise. Caller wasn't sure when this happened but said that it was "at least a week or two ago". They saw a manufacturer's representative (rep) yesterday and rep told them to call the manufacturer's patient services. Troubleshooting was unable to be performed as caller did not have the controller with them. Caller will call back when they have controller serial number so we can replace it. Caller called back with the battery pack (bp) serial number. Caller did not have the bp model number. Caller stated she didn't know they need other numbers. Caller stated they were not with the patient and the person helping the patient is gone. Patient services specialist (pss) reviewed they will need the controller serial number and bp model number and possibly the recharger serial number. Pss recommended calling patient services with the equipment and patient present. The caller called back one more time to provide device serial and model numbers. No symptoms were reported. Additional information was received, they received the controller and that they placed the battery in the controller, however the controller did not start and was not powering on. Caller had difficulty removing the battery pack from the controller during the call. Caller couldn't locate the ac power supply during the call. Caller advised that the ac power supply must have gotten lost in the move (caller noted that they were currently moving the pt into an assisted living facility). Caller stated that the pt's foot was starting to wake up and that it had been awhile without the ins and that it wasn't any good when it (the pt's foot) was flared up. Pss had the caller place two aa batteries in the controller and the controller powered on. A patient representative called back and mentioned the patient lost the ac power supply. A replacement was sent out.

Manufacturer narrative:
Continuation of d10: product ID: m995402a001. Product type section d: information references the main component of the system. Other relevant device(s) are: product ID: m995402a001, serial #(B)(6). H3: analysis of the device, model # m995402a001, s/n (B)(6), revealed out of electrical specification, battery not charging past 87% should be at least 95%. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.